Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of catheter (s/n (B)(4)) found a catheter body hole caused by deep abrasion. Analysis of catheter (s/n unknown, 8596sc) found a tear in the seal near the ring of the sutureless connector, though there was no significant anomaly.

Event description:
It was reported that there was a catheter break in the proximal segment of the catheter during "replacement" procedure. It was noted that there was no issue with the pump that was replaced. There was a hole in the catheter near pump connector. A partial explant/revision was done on (B)(6) 2015, where they cut off the part with the hole and replaced it. There were no symptoms reported with the event. The patient's status after the device was removed was "recovered without sequela." The pump system was delivering hydromorphone.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, lot# serial# unknown, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that the hole in the catheter was identified at pump replacement. It was reported that the patient was doing "great" and was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.